Manufacturer narrative:
It was reported by the customers spouse that on the day the customer was brought home on hospice care from the hospital a bed was placed in the home, and according to the spouse the bed ,"was tilted and not on its hinges." Per the spouse "customer was sitting on the side of the bed and somehow fell to the ground." Spouse was able to get the customer back on the bed, however an hour later the customer was found deceased. Product is no longer at the residence and is not available to return for evaluation. At the time of this report the cause of death is unknown. A definitive root cause could not be determined at this time. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the customers spouse that on the day the customer was brought home on hospice care from the hospital a bed was placed in the home, and according to the spouse the bed ,"was tilted and not on its hinges." Per the spouse "customer was sitting on the side of the bed and somehow fell to the ground." Spouse was able to get the customer back on the bed, however an hour later the customer was found deceased.